Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that blurred image occurred. The 75% stenosed target lesion was located in the moderately tourtous and non calcified left anterior descending artery (lad). During the percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to view the lesion. When the image button was pressed to observe the lesion, it was observed that the image was longitudinally blurred on the grid line. The procedure was completed with another of the same device. No patient complications reported and the patient's status is good. However, device analysis revealed an open hole at the lap joint area of the catheter.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was received. Evaluation of the returned device revealed that the telescope assembly was not able to properly pullback or advance. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. A break was observed at the lap joint seam between the clear imaging window and blue sheath tubing. Fluid was found leaking from the open hole at the lap joint area when the catheter was flushed. The imaging window was still connected to the blue sheath tubing at the lap joint. During impedance testing, electrical open at proximal was observed. Full image characterization testing cannot be performed based on the returned condition of the catheter. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable. Imaging core wind up in the telescope assembly was also observed during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).